Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm needle broken the patient presented to our hospital on (B)(6) 2025 at 9 a.m. For a painless abortion procedure, and during the preoperative operation of the intravenous (IV) indwelling needle, it was found to be dislodged when connected to the infusion set, and the procedure was continued with the replacement of a new IV indwelling needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1.DHR/bhr review (lot#3171623): 1)the products of this batch were assembled at intima ii auto line 2 in jul, 2023, and packaged r240 package line in jul, 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, sample testing qualified and, no abnormal leaks or detachments were observed at the sample interface. 4. The disconnection during connection may be due to the mismatch of the infusion connector. According to product design: pp connector can be connected with iso luer joint. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As not receiving the defective samples for further inspection and the use of the sample is unknown, so the root of the disconnection when connecting to the infusion device cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.